Event description:
The lead was returned and analyzed. Product analysis summary: a lead break was observed in analysis. The most likley cause for the high impedance comlaint can be associated with the lead break that was identified on the negative quadfilar coil 1mm from the anchor tether. Electron microscopy of the ends of the quadfilar coil wires, where the break occurred did not indentify the cause of the break because the coil sire ends were smooth. No pitting was observed on the coil wire examined by electron microscopy. As a result, it was not possible to determine if current was flowing at the time the break occurred (before explant). The remaining condition of the returned lead portions are consistence with conditions that typically exist following an explant procedure. Continuity checks were performed and a lead break to the negative quadifilar coil was verified, no other discontinuites were identified during the continuity checks. The connection between the setscrew and lead pin showed evidence that proper mechanical and electrical connection was present. The concomitant device (pulse generator) was also returned and analyzed. Product analysis summary: the negative septum was cored. It cannot be determined if the septum was cored prior to explant. If the septum was cored prior to the explant procedure, an electrical pathway may have existed. It is possible that the patent may have perceived, a sensation described as "pocket stimulaiton ". No electrical or visual anomalies were identified that could adversely affect device performance. The generator was continuously monitored for 29.0 hours with no output variations being noted. The device met the manufacturer's final electrical test specifications. The cause of the reported high impedance wqas likely due to the observed lead break. The cause of the lead break is unknown. Possible causes of a lead break include. Mechanical failure, implant technique (use of suture; no strain relief), twisting of the lead; violent seizure; or physical injury/accident.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a possible cause of the high lead impedance test result. It was also reported that the pt could feel stimulation at the generator pocket site. Review of x-rays revealed that the lead was implanted with adequate strain relief and that 3 tie downs were used to anchor the device. The lead connector pins were inserted fully past the generator connector block, with feedthroughs intact and the lead wires intact at the connector pin. There were no gross lead discontinuities or acute angles; however, the entirety of the lead could not be seen as some of the lead was behind the generator. Therefore, a lead discontinuity could not be ruled out. Lead break is suspected. Revision surgery is likely. Report is incomplete because no response has been received to MFR's requests for additional info from treating neurologist.